Event description:
It was reported that a malfunction occurred on the customer's pump, with the malfunction code malf 12 displayed. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump until the replacement pump is received. Technical support confirmed the malfunction in the pump history and arranged for a replacement pump to be sent. The customer acknowledged the need to complete required training before using the new pump and understood the instructions to return the problematic pump within 10 days.